Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on 06/01/2018 stating that this lead was fractured. It was also noted that the lead had noise caused by the respiratory rate trend feature. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).